Event description:
During an initial implant procedure, it was noted the right ventricular (rv) lead was unable to sense. The rv lead was explanted and replaced to resolve the event. The patient was stable.